Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08770 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 06-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 06-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 649000 (64.9 u) and dailytotalofbolusinsulindelivered = 559500 (55.95 u) which is equal to the dailytotalofallinsulindelivered = 1208500 (120.85 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 06-feb-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 02/06/2025 10:35:43.000; 02/06/2025 11:05:45.000; 02/06/2025 11:40:45.000. Lostsensor1alert (780) was found on: 01/31/2025 16:03:00.000. Sensorexpiredalert (794) was found on: 01/31/2025 11:42:19.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.01 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched and sticky case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for absence of occlusion alarm/insulin flow blocked alarm (hp test did not pass) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic keto acidosis and hospitalized for treatment. The customer reported blood glucose value of 40.4 mmol/l at the time of the incident, along with symptoms of dizziness. The customer reported hyperglycemia, diabetic ketoacidosis, and dizziness was treated with IV insulin drip (intravenous insulin infusion), and overnight hospitalization stay. The event involved product(s) mmt-1885. Troubleshooting was performed, customer reported high pressure test did not pass twice. Customer has been using the insulin pump system within 48 hours of reported event. The customer was advised to discontinue use of the device, and the insulin pump will be replaced. No further patient complications were reported. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.